Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain and chronic low back pain. It was reported that the patient¿s implantable neurostimulator (ins) was at end of service (eos) due to normal use. The rep indicated that impedances were checked and contact 0 was out of range. It was mentioned that contact 0 is not being used in programming. The rep noted that the physician does not plan to replace that lead, as it was a difficult lead placement last time. The issue was not resolved at the time of the report. However, the patient is scheduled to have replacement surgery on (B)(6) 2018. No further complications were reported or anticipated.